Manufacturer narrative:
Product history review, complaint history review, labeling review, risk assessment the reported event was confirmed via email correspondence with the sales rep. The product was not returned. Three different lot#s were provided. It is unknown which one of these had its blade fractured. Device history review was performed on all the 3 lot#s. No relevant manufacturing issues were found for any of the 3 lot numbers. The doctor tried to change the angle of the screw, while the blade broke. The issue did not occur during insertion of blocker or during final tightening of blocker. The angle was too steep where the surgery was being performed. The blocker was properly assembled to inserter. It is unknown if the blocker was cross threaded with screw tulip head threading. It is likely that the screw tab may have fractured due to too much stress applied on the construct while inserting the blockers. However, the exact root cause could not be determined conclusively. Device not returned.

Event description:
It was reported that the blade fractured during a surgery. No adverse consequences to the patient is reported.